Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was reported to be 260 mg/dl. Reportedly, the customer believes elevated bg level to be due to consuming a large meal. The customer delivered manual injections to address bg level. It was confirmed that the customer has manual injections available as alternate insulin therapy.